Event description:
The patient's spouse called to inquire on how spouse could check the suspect device system's accuracy. Spouse stated that pt was taken to the hospital by emt's after failing unconscious from an insulin injection. The insulin was injected due to a blood glucose result of 405mg/dl on the suspect device. Pt was then treated with an IV for low blood glucose. The hospital used their own meter which gave a result of 34mg/dl. The hospital staff noticed the strip vial cap was on loose. The reporter stated that pt broke their wrist about two weeks ago and they leave the strip cap on loose so pt can remove it when testing. Glucose control solutions were not used on the system. The suspect device was replaced with new product and authorized for return to the MFR for eval.